Manufacturer narrative:
This report was initially reported by the user facility under uf/importer report number 3933020000-2013-8021. A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
This report was received via medwatch from the user facility. The reporter stated that the pt was undergoing eye surgery for treatment of glaucoma. The surgeon injected the pt in the eye with healon. Surgeon noticed a shiny speck in the iris of the right eye. Further evaluation noted that it was the tip from an injection needle had broken off. The surgeon decided to leave the particle in the eye. An attempt was made to remove the particle, but this was embedded in the stroma and the more removal attempt was made as the bigger the wound became. The surgeon decided at this point to leave the particle in the cornea. This particle was approximately 0.1mm in size. It was buried in the stroma. The surgeon did not believe it will cause any long-term difficulties. There was additional follow up with the pt by the surgeon the next day for evaluation and no further adverse events were noted. No further information is available.